Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed october 16, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device on (B)(6) 2013. (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, february 11, 2013.